Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hernia repair, anemia and dysmenorrhea. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("back pain"), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain, back pain, anxiety and depression outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms. Plaintiff was required to undergo a total hysterectomy with removal of the essuredevices on (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: as per pfs: results: confirmed subtantially proper placement. As per mr: impression: 1. Satisfactory position of each essure micro inserts. 2. Satisfactory occlusion of the left tube. 3. Inadequate occlusion of the right tube. A repeat examination should be obtained in 3 additional months. Most recent follow-up information incorporated above includes: on 11-mar-2019: plaintiff fact sheet received : events abnormal bleeding (vaginal, menorrhagia) added and event outcome for genital bleeding was updated. Historical and concomitant conditions were updated. Product, patient and reporter information updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("back pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (to undergo a total hysterectomy with removal of essure devices). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for symptoms. Plaintiff was required to undergo a total hysterectomy with removal of the essure devices on april 11, 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed substantially proper placement. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.